Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 4000 c311 stand alone system. The initial glucose result was 120 mg/dl. The customer questioned the high result as it did not match the patient's previous result and was prompted to repeat the sample. The customer also changed the reagent pack prior to sample repetition. The sample was repeated and the result was 82 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6) . The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The issue was resolved by the customer changing the reagent pack.